Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 3006705815-2018-01236. It was reported the patient experienced ineffective stimulation. System diagnostics revealed all but three contacts have high impedances. In turn, the patient was referred to a surgeon to possibly have lead revision. Surgical intervention may take place at a later date to address the issue.